Event description:
Pseudoseptic reaction [inflammation]. Had to aspirate [joint effusion]. Case description: spontaneous report was received on 09-jul-2012 from a physician via sales representative regarding a patient, initials unknown. The patient's medical history was not provided. On an unspecified date, the patient initiated synvisc (hylan g-f 20) injection, dose regimen not provided. The lot number for synvisc was not provided. On an unspecified date, the patient experienced pseudoseptic reaction. It was reported by the physician that they had to aspirate and inject a corticosteroid. The action taken with synvisc treatment was not provided. The outcome for the events of pseudoseptic reaction and had to aspirate was not provided. Concomitant medications were not provided. The intensity for the pseudoseptic reaction and had to aspirate was not provided. The relationship between synvisc and the events of pseudoseptic reaction and had to aspirate was not provided by the reporter.

Manufacturer narrative:
Manufacturer's comment: as only limited information has been obtained so far, it is difficult to assess a cause and effect relationship.